Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) device system was explanted and replaced due to infection. Vegetation on leads was reported, which necessitated a treatment with antibiotics. Cultures were taken. No further patient complications have been reported as a result of this event.